Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing kinked infusion set cannulas. Upon f/u on (B)(6) 2011, the pt stated he had to "corkscrew" the infusion set to penetrate his skin. When the headset was removed 3 days later, he found the cannula was bent in an "s" shape. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.